Event description:
It was reported that when checking accuracy during a procedure, the device's imaging was not accurate and moving, not staying stationary.the procedure was completed successfully with the same device without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that when checking accuracy during a procedure, the device's imaging was not accurate and moving, not staying stationary. The procedure was completed successfully with the same device without a clinically significant delay; no adverse consequences or medical intervention were reported.